Manufacturer narrative:
Corrected reply "labeled for single use? " from yes to no.

Manufacturer narrative:
(B)(4).

Event description:
The patient is a (B)(6) male who, approximately six years ago, was involved in a motorcycle accident. He sustained an open right tibial shaft fracture with associated fibula fracture. He underwent intermedullary nailing at an outside hospital. He did require an exchange nailing procedure approximately one year subsequent to achieve bony union. In 2008 the patient was supposed to get all inter-locking screws removed; however, they were unable to remove these secondary to the screws stripping. On (B)(6) 2011 an attempt was made to remove the two interlocking screws and the intermedullary nail. During the extraction process, the proximal end of the extractor fractured. About 2cm of the extractor broke off inside the nail. The retained portion of the extractor is buried well below the surface of the nail. It should not irritate tissue or cause any more symptoms.